Event description:
Customer 's wife reports back to back testing on the same meter while using the aviva system with results of: 74mg/dl to 187mg/dl, 74mg/dl to 195mg/dl. L1 quality control was ran and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.